Manufacturer narrative:
Type of investigation not yet determined a supplemental report will be submitted when additional information is provided and/or our investigation is completed. Not returned to manufacturer.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) screen blacked out and the led on the operation panel was off. For clinical use, transray plus was inserted into the patient and normal operation of the cs300 was confirmed. A few hours later a nurse confirmed the screen was blacked out and the led on the operation panel was off. A doctor was contacted to evaluate the issue. Patient was withdrawn from iabp as their vital conditions were good as confirmed from doctor. There was no known harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and found the solenoid board being the cause of the failure. The fse stated that the facility no longer requested getinge to repair of this iabp unit. Therefore this iabp unit was returned to the facility without repair and will be discarded at the facility. The removed exch pcb, solenoid driver was returned to the failure analysis and testing department(fat) for investigation. The failure analysis and testing dept. Received exch pcb, solenoid driver with a reported unit failure of the iabp not being able to boot up. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board into cs300 test fixture and tested the part to factory specifications per procedure and the cs300 service manual. The cs300 was not able to boot up. Fat was able to verify the reported failure. Retaining the part in the failure analysis and testing dept. Per procedure.

Event description:
N/a.